Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The advanced breathing system and flow sensors were replaced.

Event description:
The hospital reported a failure of mechanical ventilation to operate as expected during a case. The patient was switched to manual ventilation. There is no report of patient injury.